Event description:
It was reported that implanted valve could not be reprogrammed. The valve pressure could not be changed and the pt experienced overdrainage of cerebrospinal fluid. The device was explanted.